Manufacturer narrative:
During the device evaluation, the reported event of the device producing metal shavings was not duplicated. However, scoring damage was found on the driveshaft, which was identified as a probable cause of the reported metal shavings.

Event description:
It was reported that prior to a surgical procedure at the user facility, the drill produced metal shavings in the sterile field, when used with the cordless driver. No medical intervention and no adverse consequences were alleged with this event. As this event occurred prior to the surgical procedure, there was no patient involvement and no delay to a surgical procedure.